Event description:
The hcp reported the pt had experienced withdrawal symptoms initially with the pump battery depletion. "Depleted for some time with care at another facility." The pump had been infusing compounded baclofen. No pt treatment was necessary and no device troubleshooting was done. The pump was explanted and replaced. The pt experienced a return of pain control and recovered without sequela.

Manufacturer narrative:
H6-device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.